Event description:
It was reported that the unspecified bd syringe experienced a broken plunger rod. The following information was provided by the initial reporter: doctor used the syringe and during the procedure, the pestle just failed to crack off.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. One picture was recevied by our quality team for evaluation. The picture shows a syringe with a chipped plunger rod. The syringe has a blue stopper. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd syringe experienced a broken plunger rod. The following information was provided by the initial reporter: doctor used the syringe and during the procedure, the pestle just failed to crack off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.